Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pace sense portion of the patient's right ventricular lead exhibited noise. During a lead revision procedure on (B)(6) 2019, right ventricular lead abrasion was observed. Another lead abrasion was observed on a different right ventricular lead which was being used for defibrillation support. The right ventricular defibrillation lead was repaired and functioned normally. The previously capped pace/sense portion of the defibrillation lead was uncapped and plugged into the device. The lead which exhibited noise was then plugged into the atrial port. Device programming was performed to deactivate the lead placed in the right atrial port. No further intervention was reported. The patient was stable throughout.